Event description:
Caller tested 1.7 inr on the coaguchek xs system while a comparison lab returned as 7.9 inr. Caller's warfarin dose was held for 3 days based on lab value. No adverse event reported. Requested return of suspect system and replacement was sent.